Manufacturer narrative:
D10 concomitant product: sym9f, sym9f stex rnd thr 9cm x1 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic abdominal wall scar hernia repair, the tacker experienced multiple malfunctions, starting with a tack breaking upon the second firing where the screw and head parts separated and recurring issues with shallow penetration and tacks falling off in subsequent firings. Approximately ten tacking operations were attempted, with at least three tacks detaching. It was also noted that the indicator on the product was lit green when received. A new device was used to resolve the issue. There was no patient injury. Pli20: product was received without accompanying information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was returned with the light emitting diode (led) off and the activation tab removed. No tacks were present within the shaft of instrument. The battery pack was observed to be properly seated in the instrument with no signs of damage. Four tacks were returned disengaged from the instrument, two tacks were intact and two were observed to be broken. Functional testing determined the batteries to be drained. The instrument data and was read indicating that thirteen out of thirty tacks completed deployment. The cause of end of life was identified to be battery depletion. According to the data logs, the device entered a lockout state after 4 hours and 7 minutes when the battery dropped below 7.998 volts (v). The shaft was removed and could be rotated without resistance. Data from the device confirms that a latent current spike occurred during the final rotation of the tack which indicates insufficient pressure was used leading to broken or disengaged tacks it was reported that a tack started breaking upon the second firing where the screw and head parts separated and there were recurring issues with shallow penetration and tacks falling off in subse quent firings. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: apply moderate external counter pressure to the area immediately opposite the distal end of the shaft when firing tacks. The application of counter pressure ensures proper tack fixation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.